Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: neither battery cap nor cartridge cap were returned with the pump for investigation; investigation was completed with the use of test caps. Review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014 at 10:17 pm. There were several unacknowledged ¿pump not primed no delivery¿ warnings that had occurred after alarms for occlusion. This resulted in interruption of insulin delivery for a period of five hours on (B)(6) 2014. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rate target. The pump was exercised for 24 hours without the occurrence of errors, alarms or warnings. Investigation did not duplicate the ¿impaired insulin¿ complaint. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas stating on (B)(6) 2014, the pump was not delivering insulin. The patient reportedly was hospitalized due to a ¿blood sugar derailment.¿ the patient reportedly was treated via intravenous (IV) insulin injections at the hospital. There was no additional information available for this complaint. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due the alleged delivery issue with the pump.